Event description:
The customer reported discrepant results between an rh typing on an ob patient between tube and gel method. The customer repeated testing in manual gel and obtained negative results; no erroneous results were released. Discrepant test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. Ocd was unable to confirm customer complaint as the retain testing and batch record review were within release specifications.